Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. However, event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, the high purge pressure, clinical stated that on the 12th there was purge blocked alarms and tpa was started. The patient had been off systemic heparin for 2 hours prior. About 9 hours later the alarms resolved. The data logs show that the purge pressure was stable until about 10 hours into support it gradually began to start trending up and then triggered purge pressure high/blocked alarms after about 2 hours of trending up with no motor current spikes occurring before this. It remained high for about 10 hours and then it slowly decreased and the purge pressure was within expected values. Based on the data log analysis and clinical information, the root cause of the purge pressure high is due to biological material buildup. Regarding the pulmonary edema, the cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient who underwent coronary artery bypass, valves replacement, left atrial appendage and maze surgeries was placed on an impella 5.5 electively before coming off bypass. The impella 5.5 was inserted through the axillary sheath and visualized crossing the aortic valve via small aortotomy. Central venous pressure reading was 2 mmhg. Volume was administered in the form of products and intravenous fluid. The impella 5.5 flows improved as volume was infused. The chest was closed, and the patient had remained in the operating room to briefly assess chest tube outputs. During this time, the patient had a brief episode of flash pulmonary edema resulting in partial pressure of oxygen reading in the 50¿s. However, this was corrected prior to the patient leaving the operating room. The patient was eventually transferred to the unit on impella mechanical circulatory support (mcs). The following day, the nurse reported a ¿purge system blocked¿ alarm and consequently, changed the purge fluid out for tissue plasminogen activator. Impella mcs was continued. Two days later, a bronchoscopy was performed, and it was noted that the team was able to get a significant amount of clot out. The patient was transferred to another facility and evaluated for extracorporeal membrane oxygenation (ECMO) in which the patient was eventually cannulated. Impella mcs was continued now with ECMO and approximately four days later, the patient¿s lactic was 9.0, which fluctuated up and down over the past few days per the report. Platelets count was 18, and consequently, the patient had received seven units of platelets within the last 24 hours. Due to the patient¿s inability to clear lactic, reevaluation in 24 hours was planned along with family discussion regarding care goals. However later this day, it was noted the patient expired. Care was withdrawn. Additional information was received and noted bleeding concerns were unrelated to impella placement. The patient experienced "traumatic" bronchoscopies that caused bleeding inside the bronchi.

Manufacturer narrative:
Initial reporting of the event, concomitant device was inadvertently omitted from section d.10 concomitant medical products and therapy dates and has been, therefore, captured accordingly.